Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 74002, lot# n207498, implanted: (B)(6) 2009, product type: adapter. Product ID: 3487a, lot# l60938, implanted: (B)(6) 1999, product type: lead. Product ID: 3487a, lot# l57995, implanted: (B)(6) 1999, product type: lead. Product ID: 3487a, lot# l56755, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s rechargeable dorsal column stimulator (dcs) had been shutting off on its own lately. The patient needed to see a manufacturer representative. It was noted that the problem started several months ago and the device was almost fully charged when it does it.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger .product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 74002, lot# n207498, implanted: (B)(6) 2009, product type: adapter. Product ID: 3487a, lot# l60938, implanted: (B)(6) 1999, product type: lead. Product ID: 3487a, lot# l57995, implanted: (B)(6) 1999, product type: lead. Product ID: 3487a, lot# l56755, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-25 , serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6)2000, product type: extension. (B)(4).

Event description:
It was reported that the patient's stimulation turned off every so often. When it turned off it would turn back on automatically. The patient would lose the stimulation feeling. The patient's impedances looked fine and were between 499 and 722 ohms with none out of range. The patient had stimulation in their right and left legs and when the stimulation would turn off it would turn off in both legs. They had not confirmed the loss of stimulation with their programmer. The stimulation was not cutting off more often than it had in the past and there was no particular position that caused it. It was also taking the patient longer to recharge their implant. It was reviewed that charging for 4 hours at full coupling was normal. Stimulation cycling was off. The battery was discharged at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the battery was jumped and regained normal function. The patient just let the battery go dead. The patient was reprogrammed and regained normal therapy.